Event description:
It was reported that during an unspecified procedure, the healicoil knotless anchor came out after being placed in the bone. The surgery was completed using a back-up device with a surgical delay of less than 30 minutes. No further complications reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with any original packaging. The distal anchor is fractured below the eyelet, and the threads are in the insertion tube. Image attached. The eyelet was not returned. The distal plug, and proximal anchor were returned on the device with no visible defect. The insertion device has no visible defect. A functional evaluation was performed on the returned device and found the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material specification, found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.